Event description:
Information was received from a healthcare provider regarding a patient who was receiving fentanyl ) and morphine drug via an implantable pump for spinal pain indications for use. The healthcare provider (hcp) reported that the patient was admitted to the hospital yesterday for an overdose. The patient was on a narcan drip. The hcp thought that the patient's intrathecal drug was changed from fentanyl to morphine. The nurse stated that they attempted to contact the local medtronic representative yesterday to adjust the pump settings, but she hasn't heard back from the rep. The hcp requested assistance in reaching the local representative today to have the pump settings adjusted to prevent further overdose risk. The tech services documented all information provided by the hcp and transferred the call to the national answering service (nas) for coordination with the local representative. No further issues were reported at the time of the call. Additional information was provided from a healthcare provider (hcp) stated that the patient initially received fentanyl, but the medication was changed to morphine within a short period of time. As a result, the patient received both medications close together, leading to an overdose. After being treated with narcan drip, the patient condition improved, and they were discarded from the hospital on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.